Event description:
Health services reported to smiths medical that the arterial line connection, distal to the female end of the 12 inch extension, broke off while in use. There was "moderate blood loss" reported but no injury or treatment.

Manufacturer narrative:
Eight samples were received for evaluation with the female luer lock (fll) missing. Visual examination found solvent rings present on all 8 where the tubing had been bonded to the fll. This indicates that the units had been properly bonded. The location of the solvent rings on all 8 indicate the tubing had been fully seated into the fll. One set showed that the tubing had been torn in the solvent bonded area. The nature of the tear is consistent with the set being pulled during use until the tubing broke. The outer diameter of the tubing was within specification. There did not appear to be any manufacturing related issues. The device history was reviewed with no issues present. The tubing assembly in question was manufactured on an automatic tubing assembly machine. The product is 100% visually inspected by the operator for proper assembly and sufficient solvent. As a precaution in july 2007 the assembly routing instructions for the assembly machine were modified to require operator sign off for the solvent purging on the machine along with documenting the 100% inspection. As part of the inspection process any units removed during the 100% were reworked by the operator. Also as a precaution in mid december 2007 this practice has been discontinued. Any units removed during the 100% inspection are being discarded. Smiths was able to confirm the issue; however, no root cause could be determined. CAPA 2007d02 has been issued to further investigate this issue. No additional action is necessary at this time. Smiths considers this MDR closed with this report.